Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was generating heat and had component damage. Therefore, the reported condition that the hose of the device broke was confirmed. The assignable root cause was determined to be traced to user, which is user error. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cable of the motor device was damaged, the hose was broken, the device was generating heat, and there was component damage. It was further determined that the device failed pretest for air pump assessment, and handpiece temperature assessment. It was noted in the service order that the hose was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.